Event description:
Injection into the left coronary arteries, noted 2 small micro size air emboli. Using acist injector. No injury to patient, no change in patient status or hemodynamics. Injector head # (B)(4), control panel # (B)(4), and power supply #(B)(4), all consumable supplies were retained and all matching lots were removed from supply stock and mdc. A2000 # (B)(4). Copilot (abbott) #(B)(4). FDA safety report ID #(B)(4).